Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The non-totally occluded target lesion was located in the non-tortuous and non-calcified circumflex artery. A 2.25 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, upon deployment, the stent did not fully expand and only 30% of the full deployment was achieved due to the stent being deformed .the device was recovered inside the catheter and was removed from the patient's body. The procedure was completed with another same sized synergy stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts mostly on the distal side distorted, bunched, lifted from the stent profile and stretched. The stent moved distally on the balloon over the bumper tip exposing the balloon wall on the proximal side for approximately 10mm.. A review of the associated batch records was performed and the maximum crimped stent profile measurement was reviewed. The product stent protector was not returned for analysis with the device however, a review of the specified inside diameter of the stent protector internal diameter (ID) specification was performed. The crimp temperature and the crimp duration for the device all are within the specified range. Reviewing the specified parameters against the batch records for the crimped unit, there are no anomalies evident. The balloon cones were reviewed and no issues were noted. The balloon wings on the exposed proximal side were slightly relaxed from their folded position however they did not appear to have been subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. The balloon was connected to an encore inflation device and an attempt was made to apply positive pressure to the balloon chamber; however the device leaked at the port bond exit area where damage was noted. The bumper tip of the device showed signs of damage to the distal edge of the tip. The damage may have occurred when the device got caught on the edge of the guide catheter. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft polymer extrusion profile section found no issues. However, damage was noted at the port bond which was torn on the bonded area. The complaint report mentioned that only 30% of the stent deployment was achieved. Therefore an attempt was made to inflate the device during analysis, however the inflation fluid leaked through the port bond. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The non-totally occluded target lesion was located in the non-tortuous and non-calcified circumflex artery. A 2.25 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, upon deployment, the stent did not fully expand and only 30% of the full deployment was achieved due to the stent being deformed .the device was recovered inside the catheter and was removed from the patient's body. The procedure was completed with another same sized synergy stent. No patient complications were reported and the patient's status was stable.